Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump dispensed the entire cartridge during the load cartridge step and the pump then emitted a no cartridge detected warning. The pump has also been emitting loss of prime warnings. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4):'no cartridge detected' warnings were observed in the black box. A rewind, load, and prime sequence was performed successfully with no alarms occurring. Investigation revealed that the force sensor was out of calibration. There was evidence of moisture damage observed inside the battery compartment. Investigation revealed a damaged force sensor pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.